Event description:
While the catheter was in the pt's head, and if the bolt was compressed, the icp number went up to 150 mmhg (on the bedside monitor). The user facility's unit was advised by integra and the assistant professor of pediatrics at the university to replace the catheter and retain the faulty catheter. The new proble functioned properly.

Manufacturer narrative:
To date the device has not been rec'd for evaluation. An investigation has been initiated based on the reported info.